Manufacturer narrative:
(B)(4) the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a blank and solid display. Customer reported that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement and self tests due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Device has a crack on the battery tube which extends to the top where the battery threads are located. Also the center (enter) keypad button has a small crack in the middle.